Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-jul-2023. A review of the device history record and retained and returned cartridge lot testing was not applicable as the lot number was unknown. Searches of quality system processes (quality records (qrs), stability and complaints) show no indication of related performance issues identified with unexpected ctni results during the timeframe of this incident. No deficiency has been identified.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 0.46 ng/ml on a patient. There was no patient information at the time of this report. Method tested result I-stat 1924 0.46ng/ml, alere cardiac triage ni <0.05ng/ml, alere cardiac triage ni <0.05ng/ml, test date/collect times not providided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There was no final diagnosis, no patient information, or details surrounding the event. The investigation is underway. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.